Event description:
Due to the malfunction in the life vest's garnets electrode belt circuity, the zoll life vest was set deliver to me an unnecessary shock. On 2 occasions I tried but could not reset the device using zoll's recommended procedure and the device continued to count down the 45 seconds warning prior to delivering a shock. Removing the life vest was not an option as it is worn under clothing. I was extremely lucky to have had two free hands to disarm the device by removing the batteries from the battery pack compartment which was located in the monitor strapped around my waist and not easily or quickly accessible. In additional to this, the device's electrodes continued to sense erratic heart beats and would go off at all times whether I was sleeping, sitting, standing or walking. Several calls to tech support confirmed these warnings were erroneous, solutions were suggested but did not solve the problem, the warnings persisted, resulting in several calls for assistance with no successful resolution. Not once during the 17 days I wore this device did I feel secure and confident that it could save my life. On the contrary it was the cause of needless stress and anxiety for me. Although it has already been documented by the FDA that this device has failed to deliver a life savings shock, of equal importance is the danger of the device delivering an unnecessary shock. My cardiologist confirmed that defibrillation of a normally beating heart could possibly trigger a fatal heart attack.